Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v040724, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v059842, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A consumer reported the left implantable neurostimulator (ins) was shutting off by itself a lot and changing the settings by itself. This had been occurring since implant. Stimulation on the patient's right side was set between 100 and 220. Stimulation was painful with anything above 190. Three weeks prior to this report, the ins was checked by the patient's health care provider (hcp) and everything checked out fine. The hcp told the patient to monitor the ins. Additional information received from the patient's hcp reported the ins had shut off one time by an outside source and the settings had not changed. The patient did not have any pain and the cause of the event was unknown. The patient's indication for use is parkinson's dual and movement disorders. An appointment in the clinic was scheduled for (B)(6) 2015.